Event description:
It was reported that an asymptomatic patient presented via trans telephonic monitoring (ttm) in back-up mode. The patient was brought into the clinic for further testing. The patient's rhythm was 67.5 ppm. Several attempts to download the device were unsuccessful. The pulse generator was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.